Event description:
Complainant alleges "reports from or staff indicate that the sterile covers often fail and blood is seen inside the sterile cover when removed from the patient...".

Manufacturer narrative:
The device was not available for evaluation. No pictures or lot number were available for the investigation. We were only able to get very limited information about this incident, and we do not expect to get any additional information. Due to this, root cause cannot be established. This should be considered the final report. However, if additional relevant information is identified, it will be submitted in a supplemental report.